Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and excessive no delivery alarm test. Unable to prime during prime test due to faulty force sensor. Motor was tested outside the device and passed. No motor error alarm and no excessive no delivery alarms noted. The insulin pump received with cracked battery tube threads, scratched lcd window and slightly dented end cap noted. No anomalies noted on support disk during visual inspection.

Event description:
It was reported that the customer's insulin pump alarmed motor error. The blood glucose reading was 140mg/dl. Troubleshooting was performed. The caller stated that the device was not exposed to a high magnetic field. The drive support cap appears normal. Assisted the mother to run the displacement test and the test failed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.